Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. . Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a superior vena cava (svc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered diaphragmatic nerve palsy. During superior vena cava (svc) ablation, phrenic nerve palsy occurred. During svc lateral ablation, the phrenic nerve attenuation was observed. Although the phrenic nerve remained attenuated, the procedure was completed, and the patient left the room. The phrenic nerve movement remained weak, but there were no problems with the vital, and the patient has left the room. The physician's opinion on the relationship between the event and the product: ¿because ablation was conducted a site very close to the phrenic nerve when ablation of svc lateral¿. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient outcome of the adverse event was unchanged. The generator used was a smartablate. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.